Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine board and cine drive were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported a cine disk unavailable error message and the loss of cine functionality. No pt injury was reported.